Event description:
Patient has an impella, and around 0830 the writer was in room checking the device. While I was writing down numbers to transfer into the document flow sheet, the flows dropped to 0 lpm, but the device was still on. I started troubleshooting the connections/device when I noticed it started to smell like burning and some smoke was seen coming from the impella console and the screen had gone black and would not restart. I unplugged the device and replugged it into a new outlet. The charge registered nurse and critical care anesthesia attending were then in the room and attempted to again unplug and replug it back in and restart the console with no success. The smoke had stopped but the smell of burning continued. Once the rep had reached the room the console restarted, but it was continuing to smell like burning so the console was changed out with another one with successful resumption of flow. The patient remained stable throughout and the device was off for about 5 minutes. Perfusion was paged and at bedside. The dr. Was also paged and at bedside - decision made prior to resumption of flow to take the patient to the operating room (or) early for his coronary artery bypass grafting (was already scheduled for the same day at noon). Once flow was re-established the surgical team decided to move forward with going to the operating room and the patient was transported to the operating room at approximately 1000.